Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively replaced due to an advisory issued on this model device.

Manufacturer narrative:
There was no evidence of arcing damage in the header of the device. The device was then subjected to series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests. The header was inspected under a microscope and a void was noted near rs+ feed through wire at the top to can medical adhesive bond. This void extends under the df- port and is filled with body fluid. No other anomalies were noted.